Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30aug2019. The customer was advised that with the circuit connected that the pressure is 149 cmho2 and will not adjust. The customer was advised to remove everything form the inspiratory port and plug the port. The pressure when to 165 cmh2o, it appears that the circuit has a leak. The customer was advised to disassemble the pressure relief valve (prv) and adjust so that the guide screw rest in the chanel on the prv plunger and tight circuit the prv should be able to be adjusted. No parts were replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Caller reports that initially the extended self test (est) was failing for the pressure relief valve (prv). While troubleshooting with philips technical support it appears the circuit has a leak. No patient involvement.